Manufacturer narrative:
The device is not available for evaluation, however, a lot history review should be performed and a follow up report will be submitted in due course.

Event description:
The event involved a tego¿ connector where the customer reported that while the patient was receiving their treatment the healthcare professional flushed the patient's central venous catheter (cvc) and they left greater than 0.1ml--1-2ml in syringe. The caps were changed on (B)(6)2025 prior to treatment and the device ran fine¿no pressure problems. On (B)(6) 2025 the customer initially attempted to insert the activase through the tego but they were unable to, so they took the cap off and the activase went in with ease. So much ease that they question whether or not it was the cap all along. Prior to attempting the activase they rechecked the connections of both syringe and tego and all looked to be connected appropriately. There was no resistance when removing the tego so they do not believe it was screwed on too tight and again it worked the day prior. There was patient involvement but harm was not reported as a consequence of this event.

Manufacturer narrative:
The reported complaint no activation could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.